Event description:
Per the clinic, the patient experienced poor sound and facial nerve stimulation, leading to the decision to explant the device. The device was explanted (B)(6) 2014, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report filed december 1, 2014.

Manufacturer narrative:
(B)(4). The device is currently unavailable.